Event description:
It was reported that bd maxguard pressure rated extension set came apart where it should be permanently connected. The following information was provided by the initial reporter: describe the event or problem: tubing of IV t-connector came apart where it usually is permanently connected to the device that connects the IV catheter hub to the primary tubing. The patient lost approximately 1-2 ml of blood from the broken tubing.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown. E4. The initial reporter also notified the FDA on an undisclosed day aug 2023 month year. Medwatch report is (B)(4).

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd maxguard pressure rated extension set came apart where it should be permanently connected. The following information was provided by the initial reporter: describe the event or problem: tubing of IV t-connector came apart where it usually is permanently connected to the device that connects the IV catheter hub to the primary tubing. The patient lost approximately 1-2 ml of blood from the broken tubing.